Event description:
The customer reported to olympus, the evis lucera elite bronchovideoscope had defects of the bending section and insertion tube. The device was returned for evaluation and an additional reportable malfunction was found. During the device evaluation, peeling of the insertion part coating. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
E1 "establishment name" was shortened due to character limitation. The full name is (B)(6) hospital. A review of device history record and historical complaints analysis was conducted and no deviations that could have caused or contributed to the reported issue was identified. The device was returned to olympus for inspection, the customer's complaint was confirmed. Based on the results of the investigation, physical stress was applied to the device during user handling and caused the coating to peel. The suggested event is detectable and preventable by handling the scope in accordance with the following sections of the instructions for use: 3.3 inspection of the endoscope. 4 inspect the external surface of the entire insertion section, including the bending section and the distal end for any irregularities such as dents, bulges, swelling, scratches, peeling of coating, holes, sagging, transformation, bends, adhesion of foreign bodies, missing parts, and protruding objects. In addition, the following non-reportable malfunctions were found during the device evaluation: there was no electrical continuity due to corrosion on the distal end. The distal end was shaved. The adhesive on the bending section cover was chipped. The bending angle in the up direction did not meet the standard due to wear on the angle wire. The universal cord was a scratched. Olympus will continue to monitor field performance for this device.